Event description:
It was reported that deflation issue occurred. A 4.00 x 20mm synergy xd drug-eluting stent was deployed. However, during the procedure, the balloon failed to fully deflate, and it would not go back into guide catheter. Multiple deflation attempts were made, but the balloon did not completely down. The physician then removed the guide catheter, balloon and the non-boston scientific guidewire. The procedure was completed with a different device, and there were no patient complications reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
Device evaluated by MFR: synergy xd mr us 4.00 x 20mm was returned within a guide catheter which could be removed without resistance. A visual and tactile examination identified a break on the hypotube shaft, 26cm distal to the distal end of the strain relief with multiple kinks present. A microscopic examination identified the balloon cones were subjected to positive pressure and returned in a deflated state. When returned, the proximal section of the balloon profile was submerged within the guide catheter. Bumper tip showed no signs of distal tip damage. The inner lumen was bunched and prolapsed, 6.7cm from the distal tip. There was no damage noted on the outer lumen. Functional testing was conducted. The device was attached to an inflation aid where an attempt was made to inflate and then deflate the balloon however the liquid was seen coming from the distal tip due to the prolapsed inner lumen noted 6.7cm from the tip.

Event description:
It was reported that deflation issue occurred. A 4.00 x 20mm synergy xd drug-eluting stent was deployed. However, during the procedure, the balloon failed to fully deflate, and it would not go back into guide catheter. Multiple deflation attempts were made, but the balloon did not completely down. The physician then removed the guide catheter, balloon and the non-boston scientific guidewire. The procedure was completed with a different device, and there were no patient complications reported. It was further reported that the target lesion was located in the ostial right coronary artery and was 95% stenosed, non-tortuous, and mildly calcified. Balloon angioplasty was performed using the encore 26 inflation device, with a saline-contrast ratio of 40/50. The balloon was inflated at 18 atmospheres for 15 seconds with no symptoms. The balloon was removed intact in a partially deflated state.